Event description:
It was reported that during an endoscopic dacryocystorhinostomy the doctor was unable to see through the scope. Prior to the case the scope was checked and white balanced. However it was not confirmed if a little blurriness was seen during this check. The scope is protected with a sheath when it is stored. A sheath was not used with the scope during the procedure. The patient was anesthetized when it was discovered by the surgeon that the scope impaired his vision. The surgeon aborted the case. The case has been rescheduled for (B)(6) 2015.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: service and repair analyzed the device. Evaluation found that the lens on the device were broken. Service and repair indicated that the damage was due to mishandling. The fiberoptic, objective, rod lenses, plan glass lens and eyecup were replaced. The device was tested to specifications.